Manufacturer narrative:
Device evaluated by manufacturer: a xxl device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood present in balloon which is indicative of a leak. The balloon was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located 40mm proximal from the distal tip. The rated burst pressure for this device is 8 atmospheres as per xxl specification. A visual and tactile examination identified no kinks or damage to the shaft. A visual examination identified no issues with the tip of the device.

Event description:
It was reported that balloon rupture occurred. The patient presented with may thurner syndrome. The 80% stenosed target lesion was located in the severely tortuous and mildly calcified left common iliac vein. Following placement of 18x90 wallstents bilaterally, two 18-4/5.8/75 xxl esophageal balloon catheter were bilaterally placed at the proximal end of the stent and inflated simultaneously. However, during the initial inflation at 5 atmospheres for a few seconds, one of the balloon catheter ruptured. The device was removed completely, and the procedure was completed with another 18x4x75 xxl esophageal balloon catheter. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The patient presented with may thurner syndrome. The 80% stenosed target lesion was located in the severely tortuous and mildly calcified left common iliac vein. Following placement of 18x90 wallstents bilaterally, two 18-4/5.8/75 xxl esophageal balloon catheter were bilaterally placed at the proximal end of the stent and inflated simultaneously. However, during the initial inflation at 5 atmospheres for a few seconds, one of the balloon catheter ruptured. The device was removed completely, and the procedure was completed with another 18x4x75 xxl esophageal balloon catheter. There were no patient complications reported.